Event description:
During pm, biomed would get intermittent 232.6040 with the 8100. Sn: (B)(6). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: had biomed inspect the display test start up. Display test function was good. Biomed said it is intermittent during his pm. I recommend to check the door harness for any damage, then replace the display board. Biomed will inspect the door harness. There was no patient involvement.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was/was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did/did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was/was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did/did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
During pm, biomed would get intermittant 232.6040 with the 8100. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: had biomed inspect the display test start up. Display test function was good. Biomed said it is intermittant during his pm. I recommend to check the door harness for any damage, then replace the display board. Biomed will inspect the door harness. There was no patient involvement.